Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels in the middle of the night. The blood glucose reading was 600 mg/dl, which was treated with manual injection. The customer's spouse noted that her husband had scar tissue from needles. She declined troubleshooting for high blood glucose, stating that she felt like the issue was with the infusion sets and the presence of scar tissue, not the insulin pump. At the time of the call, the blood glucose reading was 122 mg/dl, and the customer stated that the majority of the time, the infusion set cannula would bend during insertion. The customer had discarded the infusion set and could not be returned for analysis. Nothing further reported.